Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to failure of the connector and e226 error code occurred as a result. The cause of occurrence of failure of the connector could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found error e226 appeared when the instrument was plugged in and the image was flickering. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head was having issues with a communication error e226 and the screen was flickering. It is unknown when the reported issue was observed. There were no reports of patient harm.